Event description:
According to the reporter during a procedure while vascular ligation, the device clips not loading properly. To resolve the issue, the surgeon replaced a new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.